Event description:
It was reported that during preventative maintenance, an external pulse generator (epg) was found to have a broken output connector and the case was cracked. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).